Event description:
It was reported that this implantable pacemaker was explanted due to unknown reason. A new device with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown reason. A new device with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the surgeon removed the pacemaker as the patient had a heart valve replacement and did not require the pacemaker to pace the heart.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the physician decided to remove the device as the patient did not need pacing at the time. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown reason. A new device with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the surgeon removed the pacemaker as the patient had a heart valve replacement and did not require the pacemaker to pace the heart. Furthermore, the physician decided to remove the device as the patient did not need pacing at the time. The patient had valve replacement and after the surgery, the atrial port was plugged. There were no adverse patient effects. The device and lead will not be returned as the hospital disposed the products.